Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventralight st on (B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. Update fields: a2, a4, b3, b4, b5, b7, d3, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6a, d.6b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventralight st on (B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per plaintiff profile form and medical records: (B)(6) 2018 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, "the sac was opened and found to have two defects converted into a single defect. A ventralex mesh was placed and sutured." (B)(6) 2019 - patient was diagnosed with recurrent incarcerated incisional hernia and pain thereby underwent robotic assisted laparoscopic repair with the removal of mesh (device #1) and implant of ventralight st mesh using echo ps (device #2). Per operative notes, "adhesions were taken down. The old mesh (device #1) was removed completely. A ventralight st mesh using echo ps (device #2) was placed and tacked."